Manufacturer narrative:
The explanted device was not returned to bsc as it was kept by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient had no specific issue with the device.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. No device malfunction was suspected. The patient was doing well postoperatively.